Event description:
It was reported that the device was explanted after the implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.